Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported run on was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, trigger sleeve interference and corrosion of the trigger components was found, which could cause the reported event. The device was serviced for preventive maintenance by a manufacturer field service representative at the user facility.

Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.